Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the lower right front corner of the top case was broken and the battery door and the right case were cracked. A review of the event history log identified invalid syringe size alarm in the history. Functional testing was performed using the flow test and the reported issue of invalid syringe size alarm was duplicated. There was contamination on the size pot. The root cause of the problem was caused by fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced the size pot. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) was unknown. No product information has been provided to date.